Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000121095.

Event description:
Related manufacturer reference number: 3006705815-2023-05420. It was reported the patient was experiencing discomfort at the ipg site as well as the patient's lead had migrated, and as a result had ineffective therapy. Surgical intervention took place on (B)(6) 2023 where the ipg and lead were repositioned and revised to address the issue. Effective stimulation was restored. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000121095.